Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the screen froze and was unresponsive upon collecting data. The user rebooted the system in order to remedy the issue. The reboot was successful, and the device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.